Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was overdischarged. It was noted that impedance testing could not be performed due to the overdischarge and that the ins was replaced at the time of report. No further information was reported at the time of initial report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported the cause of the overdischarge may be the discontinued use of the device. No additional information was reported.